Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones due to a high out of range shock impedance measurement. It was noted the shock impedance had gradually increased however appeared generally stable. Follow-up was planned for testing and to adjust the out of range alert threshold. No adverse patient effects were reported.